Event description:
It was reported that the day after the implantation of an intraocular lens (iol), into the right eye, the lens rotated out of position. Subsequently, the patient began to experience a decrease in vision. Approximately 2 months post-op, the lens was exchanged with a different model iol. The patient is reported to be doing well.

Manufacturer narrative:
The lens was not returned for evaluation. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.